Event description:
It was reported that the bd insyte¿ autoguard¿ bc shielded IV catheter blood control technology 18ga 1.16in (1.3 x 30 mm) experienced foreign matter contamination which was noted prior to use. The following information was provided by the initial reporter: material no: 382544, batch no: 0016704. There is a strand of what appears to be hair in the packaging of the product.

Manufacturer narrative:
H.6. Investigation: our quality engineer inspected the sample and photographs submitted for evaluation. Bd received one unopened unit and two photographs which displayed a foreign matter that looks like hair observed in the package loose around the needle cover. As the package is sealed the hair was most likely introduced during the packaging process. The reported issue was confirmed. This was physical/mechanical evidence to confirm and support a manufacturing process related issue for the reported defect relating to human error. A device history record review showed no non-conformances associated with this issue during the production of this batch.

Manufacturer narrative:
Medical device brand name: bd insyte¿ autoguard¿ bc shielded IV catheter blood control technology 18ga 1.16in (1.3 x 30 mm) a device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported that the bd insyte¿ autoguard¿ bc shielded IV catheter blood control technology 18ga 1.16in (1.3 x 30 mm) experienced foreign matter contamination which was noted prior to use. The following information was provided by the initial reporter: material no: 382544 batch no: 0016704. There is a strand of what appears to be hair in the packaging of the product.